Event description:
An educator reported the menu button on the infusion device does not function correctly. He started the infusion device and was able to program the time and date, and the button would not function after. He removed and inserted the battery, but this did not resolve the issue. The infusion device was returned to the affiliate. A new battery was inserted, and the button functioned intermittently by pressing a fingernail into the middle of the pad. No physiological effects were reported, and the patient did not require treatment from a healthcare professional or second party to address the issue. The infusion device will be sent to the manufacturer for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint can be verified. The menu button does not respond. There are particles inside the housing of the menu button, and these particles isolate the area of contact inside the button housing.